Event description:
It was reported that the pump touch screen was dim and hard to read. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.